Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and inappropriate shocks due to a right ventricular lead fracture. The paci ng impedance was high and greater than 3000 ohms, which triggered an alert. The lead was also oversensing noise and had non-physiologic oversensing. Detections were programmed off, and then the lead was explanted and replaced. It was also reported that the device had premature battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.